Event description:
It was reported that a (B)(6) patient underwent primary breast augmentation with unknown size unknown saline implants on both sides and experienced left side deflation and bilateral capsular contracture; baker grade iii postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number smpx370; serial number (B)(4) on the right side, and with catalog number smpx370; serial number (B)(4) on the left side on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation, and capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 15, 2022, the mentor failure analysis lab received the device for evaluation. On february 24, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the saline implant 300cc breast implant. Leak testing was performed, according to the mentor procedure, and it identified two tears, tear a on the posterior view within an area of siltex cracking measuring less than 0.1 cm, the tear b on the anterior view measuring approximately 0.7 cm. Microscopic examination was performed on the edges of tear b, and parallel striations were found in an area of the tear on the anterior view, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. The evaluation determined that the cause of tear a is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).